Event description:
The following information was provided: it was reported that: aseptic loosening, infection of hip joint post-operatively.

Manufacturer narrative:
The following devices were also listed in this report: tridentii tritanium cluster50d; cat # 702-04-50d; lot # 19605251a; delta v-40 ceramic head 32/0; cat # 6570-0-132; lot # 22035152; md universal cement restrictor; cat # b000-0240; lot # 6m10574; 6.5 mm low profile hex screw 30 mm; cat # 7030-6530; lot # hfgh; 6.5 mm low profile hex screw 25 mm; cat # 7030-6525; lot # hpze; exeter v40 stem 37.5 mm no1l125; cat # 0580-3-371; lot # g8598880. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.